Event description:
The facility representative contacted baxter new zealand to report a colleague infusion pump in which the device continuously alarmed while infusing. The event occurred during patient use. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 8.11.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause was a loose connection between the uim (user interface module) u5 software and socket that caused the pump to continuously alarm and malfunction. The uim pcb (printed circuit board) has been replaced. There is no service history available at this time. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that one report has been received since (B)(4) 2010, when the p1.7 configuration pumps were launched. Baxter will continue to monitor similar reports to determine if further actions are required.